Event description:
A mobi-c implant disassembled when the scrub tech attempted to remove it from the inserter prior to insertion. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
Corrections: a1, b5, b6, b7, d1, d2 (common device name), d10, e1, e2, e3, g3, h1, h3. Additional information: a3, a5, d4 (UDI number), g5: PMA/510(k), h6 (patient codes, device codes, results, and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product has not been returned despite the reporter's information. No evaluation of the product could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this implant, it was assessed that the cause of the event is a user error, failure to follow the surgical technique. When the scrub tech was told to turn the knob of the inserter, she understood differently and turned the implant itself around which caused it to disassemble. The investigation found no evidence to indicate device issue.

Event description:
Mobi-c p and f us : disassembled before inserting during a cervical surgery on (B)(6) 2018, the implant was placed on inserter and then taken off. When the implant was removed, it crumbled. The scrub tech had placed the device well on the inserter following the surgical technique guide during the surgery. The scrub tech was turning the knob and the reporter told her to turn the knob the other way but the scrub tech understood that she had to turn the device the other way around, so he took off the implant from the inserter and turned it around but it disassembled. Item never entered the patient. Another device from the same size was used. No complications. No delay.